Event description:
Patient's spouse states that last three cuffs have not been able to last their normal lifespan, usually 6-8 weeks. Cuff leakage at 3-5 weeks. Spouse states no patient harm of changes in therapy.